Event description:
The customer reported one erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Reanalysis of the patient sample, on the same instrument, generated three reproducible results, within the normal range of the assay. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient sample was collected in a serum separation tube (sst), in the emergency room (ER) and analyzed immediately on the automation line from six to seven minutes. The customer stated the sample was clear. Quality control (qc) and system check were within specifications prior to and after the incident. Two levels of qc are performed every 24 hours. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown.